Event description:
Registered nurse (rn) was attempting to pop heel warmer to take infant's blood glucose. Heel warmer ruptured and contents was expelled out of heel warmer bag. Contents of bag was not yet warm, no physical injury noted. Manufacturer response for infant heel warmer (chemical heat pack), cardinal health (per site reporter). We issued an internal recall on this problem. It has been resolved. Just submitting this report on behalf of this user facility.